Event description:
It was reported that the customer's blood glucose level was 410 mg/dl. The customer received no delivery alarms. She had issues inserting her infusion sets. The infusion set tape was sticking to the side of the serter. The product will return. Nothing further to report.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.